Event description:
A laser lithotripsy of the stone was performed with a holmium laser. The stone was broken into multiple fragments and the basket was extracted. There were three baskets broken in the process;however, one at least, was due to faulty manufacturing.